Event description:
Pt admitted for cabgx3 was intubated and placed on a leased ventilator. Hr monitor reflected hr 60's-50's. When the nurse responded, he found that the pt had extubated himself yet, no alarms were sounding. A code 500 was called and the pt was re-intubated. Pt was diagnosed as severely brain damaged. Thereafter, pt was made a dnr by family and allowed to pass away 6/3/97.